Event description:
Customer reportedly received result of 223 mg/dl on the advantage system while using comfort curve test strips and result of 98 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact plus system (lot number 20725643, expiration date 06/30/2011). Reference medwatch report with patient identifier (B)(4) for the suspect device used in the advantage system.